Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins) while they were increasing the stimulation from 3.4 to 3.5 volts in their bedroom. The patient turned the stimulation down right afterwards and then turned it back up a few minutes later only to be shocked again. It was noted, the stimulation was at 1.0 volt at the time of this shocking. In addition the patient experienced a loss of therapeutic effect due to a cough they had for the past 2 weeks which is why they wanted to increase the stimulation. It was noted that the patient had only one program to work with. The patient was seen by their nurse practitioner who tested their urine which turned out to be "negative". The nurse did not check the ins during this time. Additional information was requested, but was not available.

Manufacturer narrative:
Product ID, 3889-28 lot# v470260, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).